Manufacturer narrative:
Preliminary investigation performed by medacta r&d hip project manager on the reveived pictures: looking at the images it is not possible to determine the root cause. It seems that the boroach teeth are not sharp, meaning that the broach is quite old and maybe it is needed to swap with new batch. It could be important to know the batch number of the used broach.

Event description:
During the primary hip surgery, while the surgeon was broaching the stem, it was observed that the proximal femur was fractured. It is unknown how the femur fractured. The surgeon cabled the fracture and then cemented the amistem-c std. # 3. The surgery was completed successfully. A consignment set was utilized.